Manufacturer narrative:
The presence of a thrombus formation was confirmed through the evaluation of vad-14922. The device was returned assembled with the driveline (dl) cut approximately 10¿ from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), the sealed outflow graft, the sealed outflow graft bend relief, and the sealed outflow graft bend relief collar were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of vad-14922 upon disassembly revealed a thrombus formation surrounding the bearing ball within the proximal side of the outlet stator. This clot¿s lack of laminated layering indicates that it did not initially form in the outlet stator. While the origin of this deposition could not conclusively be determined, its areas of denaturation adjacent to the bearing ball, as well as the contact marks at the distal end of the rotor, suggest that it was present while vad-14922 was supporting the patient. Although a cause for the formation of this clot could not conclusively be determined through this evaluation, it could have contributed to the patient¿s increased ldh and hemolysis. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The surgeon reported that the pt developed signs and symptoms of hemolysis (hematuria & elevated ldh) approximately 1.5 weeks post implant. The pt's inr was subtherapeutic when the hemolysis signs and symptoms developed. The pt received a pump exchange on (B)(6) 2014.

Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.